Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex artery. A 1.50mm, 1.25mm rotapro and console were selected for use. During preparation, the 1.50mm burr stalled briefly. When it went into the patient with a set speed of 165k. The speed reached at a maximum of 200k, and it stalled multiple times and would no longer run as it stuck in the proximal lesion. The device was removed from the body and was changed to a 1.25 burr. When placed prior to the lesion at a set speed of 165k. The rotation speed per minute (rpm) appeared on the screen with a maximum 0f 220k, but no sound of the burr was heard, and no stalled signal was on. The burr was also got stuck in the lesion. The device was removed and completed the procedure with a different device. The procedure got prolonged, but no patient complications were reported.